Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was performed when the issue happened, and procedure completed without delay by transferring the patient to another room. A philips remote service engineer (rse) examined the system remotely and found the grabber cards were unable to initialize. The rse found a possible issue with the flex viewing pc. An onsite work order was initially issued for further investigation but got cancelled later. Philips couldn't confirm the device's final status as the customer declined service. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system gave an error indicating the grabber cards were unable to initialize, which can prevent booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.